Event description:
It was reported by service report that the toprail is broken, and sharp edges were found. Customer could not determine if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Toprail.